Event description:
The customer reported that it takes a long time to calibrate the sensor and that he has had some skin irritation issues from the sensor and infusion set tape. After removing the infusion set, he has red spots on his skin. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.